Event description:
It was reported that the ICD (implantable cardioverter defibrillator) "discharged continuously more than 30 times in 2009", and in (B)(4) 2010, the device "discharged continuously". It was also reported that this phenomena appeared after a parameter programming in 2007. The device status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.